Manufacturer narrative:
Immucor technical support used a remote electronic access method on 20jun2017 to assess the unexpectedly negative instrument test well image outcomes in question, which appeared visually weak positive with some red blood cell adherence present.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo, when tested on (B)(6) 2017.